Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: sr. Clinical risk advisor. H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: a hematoma formed distally and proximally to the tr band post angioplasty. Manual pressure was applied and the hematoma intermittently improved; however, then would re-fill with blood. Interventional cardiology came to bedside and performed gentle manual expression of the wrist and forearm to evacuate residual hematoma for approximately two (2) hours. The plastic surgery team was consulted to evaluate the patient and assess for compartment syndrome. Post hematoma evacuation, sensation, movement, and color improved in the patient's hand.